Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) or urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported  that during an unscheduled clinic or office visit on (B)(6) 2020. The patient had an increase of lower urinary tract symptoms (luts). Has tried increasing stimulation but did not tolerate due to chronic unrelated back pain. The issue is ongoing. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received. It was reported that the patient continued to have increase luts after the device had been turned off on (B)(6) 2021. The device was explanted (B)(6) 2022, it was reported the issue was resolved without sequelae. The device disposition was unknown. It was noted the device was not replaced.